Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. During troubleshooting, the device passed the displacement test, and did not alarm during a rewind. The device also passed the load reservoir and tubing process, as well as the self- test. The error table confirmed the device needed to be replaced. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self-test, sleep current measurement, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. Pump error 53 alarm found in the pump history due to software error. The device was communicated properly with guardian 3 link and glucose sensor simulator. No sensor anomaly noted. No cosmetic damage noted.